Manufacturer narrative:
Concomitant medical products: product ID: 693565, lead, implanted: (B)(6) 2015, 459888, lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate non-sustained episodes and increased counts to the sensing integrity counter (sic). Additionally, the rv and right atrial (ra) lead exhibited undersensing. Possible oversensing was noted on the ventricular channel. The rv lead and ra lead remains in use. No patient complications have been reported as a result of this event.